Manufacturer narrative:
What was the name of the initial procedure: CABG; where was the needle grasped (swage, middle, tip): between swage and middle; how long was the incision extended to remove the needle (cm): 4cmneedle retrieved at ICU after initial procedure, CABG, suture was used to suture a drain in place; what tissue was the needle retrieved from: subcutaneous tissue; 6. What are the patient gender, age, weight, medical history: n/a; what is the current condition of the patient: n/a; actual sample: the evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The representative samples were not damaged and all test results were acceptable.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cardiac procedure on (B)(6) 2016 and suture was used. While securing a drain in place in the ICU, the needle broke. X-rays were obtained and the incision was lengthened to remove the needle. Patient reported in stable condition. Additional information has been requested.